Event description:
During recertification testing, it was reported that a flo-gard infusion pump failed the 2.5 hour battery test with a low battery alarm. This condition had the potential to interrupt therapy. This was not reported by the customer. This condition was found during product evaluation; therefore there was no patient involvement, patient injury or medical intervention in regards to this condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the main battery. To correct the condition, the battery was replaced. If any additional information is received, a follow up MDR will be sent.